Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: investigation revealed the display screen lens was scratched and was not clear and legible. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display screen lens was scratched and not clear and legible. This report is made based on results of the investigation performed on 09/11/2015.